Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective back-plane that was removed and replaced to restore proper operation. There were associated pcbs and software replaced for compatibility with the new back-plane. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy sys displayed a low ma error code during a procedure. This sys required a reboot to restore functionality.